Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) 10mg/ml at 0.55mg/day for unknown indication for use. It was reported that the pump was flipping in pocket. The surgeon opened pump pocket and observed a coiled catheter and broken stitches. He then removed the old pump segment and replaced with a new 8784 catheter. He also observed cerebrospinal fluid (csf) flow from the catheter and determined a dye study was not necessary. When removed the old pump segment the sutureless connector came apart and he discarded the metal portion. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 182 lbs and medical history was asked but made unknown.

Manufacturer narrative:
H3. Analysis of the returned catheter identified twisting in the catheter. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.